Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and tvt was implanted. It was reported that the patient underwent bilateral sacrospinous vaginal vault fixation with posterior elevate with graft rectocele and enterocele repair with graft, perineoplasty on (B)(6) 2009. It was reported that following the procedure the patient experience vaginal bleeding.